Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn-out lamp, broken fan, deformed turret, debris inside air tubing and cracked lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal fan was broken and heavily clogged with dust. The most probable cause of the burn-out lamp, broken fan, deformed turret and cracked lens was cause traced to component failure and for debris inside air tubing was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited rough operation. It sounded as though the motor was about to fail, and it was suspected that the issue might be related to the fan. The issue occurred during inspection for use. There was no patient involvement.